Event description:
It was reported that the patient underwent a transplant. This was not device or device therapy related. It was due to ventricular tachycardia (vt) leading to right heart failure. The device parameters were within normal limits. The device was explanted but would not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
This was not considered routine. The device operated as expected. The patient had fatigue, palpitations, sweating and malaise as symptoms of vt. The vt lead to cardiogenic shock and severe right ventricular dysfunction leading to needing a right ventricular assist device (rvad). The vt was sustained and the patient received dc cardioversion (dccv). The patient did not have a history of vt pre-left ventricular assist device (lvad). It was thought that the vt was related to coronary artery occlusions. Troponin was greater than 22,000. An ICD was not implanted prior to the lvad. The right heart failure did exist pre-lvad. It was moderately reduced function. The patient had symptoms of fatigue palpitations, sweating, and malaise from right heart failure. The patient had decreased cardiac indices, rising lactate, increasing pressor requirements, increasing liver function tests and acidiosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, cardiac arrhythmia, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists arrythmia and thromboembolism as potential late postimplant complications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.